Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one sample was returned without the original package. During visual inspection, a cut in cuff was detected. Functional testing found the cuff won¿t inflate, complaint was confirmed. The potential cause for pinhole in the cuff is due to method not followed (incorrect handling of cuff). A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.

Event description:
It was reported that the balloon failed to inflate, despite 10 cc of air insufflated with a syringe and the valve appearing functional. This occurred while checking the intubation tube before the patient's anesthetic induction. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.